Manufacturer narrative:
After further review, it was determined that the notice was issued in error and no getinge equipment was affected. Hence the complaint is invalid and follow up report is not necessary.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced an issue where it was not purging. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 initial reporter: (B)(6). Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.